Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the dual leadless pacemaker system exhibited loss of conductive telemetry. The system was implanted and no further intervention was provided. Telemetry was eventually restored. The patient was in stable condition.